Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an axium coil detached prematurely. The coil has been detachment in advance. The procedure is completed by pushing the coil with a wire. The coil was implanted at the intended location. No medical or surgical intervention was required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physicain repositioned the coil 2 times. The physician did not rotated gthe delivery pusher during the procedure. Continuous flush was administered during the procedure. The devices were perpared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the right paraclinoid. The max diameter was 10mm and the neck diameter was 4mm. Patient blood flow was normal and vessel tortousity was moderate. No patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there were no detachment attempts made. There was no kink/damage observed on the pushwire. The coil was implanted.